Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, it was noted that the stent was damaged on the balloon. The procedure was completed with another synergy stent. No patient complications were reported.